Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 500 mg/dl while wearing the pod on the abdomen for between 1 and 4 hours. The patient stated their bg started to increase and they administered a correction bolus but saw no difference. The patient reported receiving an alert which stated pod was expired. The patient was experiencing a headache and nausea. The patient sought medical attention on (B)(6) 2026. The patient had removed the pod and hours later their bg glucose started to go down but the patient was already in the emergency room (ER) where their bg level was registering over 500 mg/dl. With the placement of a new pod once they arrived at the ER their bg was 400 mg/dl. There was no specific diagnosis given, only high bg levels. While in the ER, the patient was treated with insulin and a fluid drip. The patient was in the ER for 4 hours.